Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 month post-operative CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned proximal to the intended landing zone, placing the sealing rings in an aortic diameter too small for the implanted stent graft. Infolding of the aortic body sealing rings was also noted, likely due to the placement of the stent graft, which contributed to the type ia endoleak. A re-intervention is planned at a later date to place a balloon expandable stent at the level of the seal zone to resolve the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
A clinical assessment could not be completed for this event due to no medical records or imaging. Based on the reported event and cumulative knowledge from past events, the most likely cause of the reported limb stenosis; re-intervention was determined to be anatomy related. Unable to determine if there were any procedure or user related issues that may have contributed to the event. No off-label or cautionary product use conditions could be determined due to the lack of medical records and imaging. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.